Event description:
When using an angio-seal to close an arteriotomy, the device became stuck in the artery. Was unable to advance or pull back the device for fear of tearing the femoral artery. Physician had to dissect the device to release the string to free the device from the artery.